Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, several interrogations were performed without any problems. It was noted that there were errors in the update history. (B)(4).

Event description:
It was reported that the programmer randomly works; the programmer intermittently was unable to interrogate pacemakers or icds. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.